Event description:
After using this product equate brand contact lens lubricating and rewetting drops for contact lenses half ounce or 15 ml bottle caused extreme stinging and burning causing blurred vision. Burning and stinging continues even after removing my contacts.